Event description:
It was initially reported to boston scientific corporation that an endovive safety peg kit pull method was used in a peg placement procedure. Patient's weight was not provided. According to the complainant, during the procedure, the metal head of the snare detached and fell off into the patient's stomach. The snare was retrieved with a stand alone bsc snare. The physician completed the procedure with the stand alone snare and the original peg. There has been no report of complications or injury to the patient. Post procedure, the patient's status is fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.